Manufacturer narrative:
An event regarding dislocation involving a ceramic head and a adm liner were reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The event was reported for dislocation and there is no allegation or evidence of failure against the mdm liner. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted for this product, this record will be reopened.

Event description:
Sales rep reported on (B)(6) 2016 a closed reduction was performed. Mdm became dislocated, dr. Put it back in and the 28 mm head became dislodged from mdm poly liner. Poly was floating and the 28 mm head was articulating. Patient was revised on (B)(6) 2017 due to dislocation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported on 12/27/2016 a closed reduction was performed. Mdm became dislocated, dr. Put it back in and the 28 mm head became dislodged from mdm poly liner. Poly was floating and the 28 mm head was articulating. Patient was revised on (B)(6) 2017 due to dislocation.